Event description:
Dealer alleges consumer alleges they were in front of a bbq grill when chair allegedly moved forward on its own causing end user to cut open his toe.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.